Event description:
During the inspection of the ventilator it was discovered that flow transducer test failed during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the o2 gas module to resolve the issue and send it back for investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. It was not possible to confirm the flow transducer test failure in the provided logs. Nevertheless, the provided videos confirm a leakage from the o2 gas module. The returned o2 gas module has been connected to an o2 supply hose. It started to leak directly which in normal cases it shouldn't. Further inspection was performed to check the source of the leakage. It was noticed that there was a permanent deformation in a metal that works as a spring to lock the nozzle unit in its place which lead to that the nozzle unit was not locked properly in its place and started to leak. Replacing this piece of metal resolved the leakage. No clear reason has been found for the permanent deformation of that metal. However, an excessive force on the nozzle lock could lead to such deformation. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. A faulty gas module may lead to stop of ventilation, low o2 or high pressure. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The reported issue has been reproduced at the manufacturer site. It was possible to confirm that the replaced o2 gas module was faulty.

Event description:
Manufacturer's ref. #: (B)(4).